Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(6), implanted: (B)(6) 2005, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a manufacturer representative regarding a patient receiving clonidine (150mcg/ml at 29.99mcg/day), bupivacaine (3mg/ml at 0.5997mg/day), and morphine (25mg/ml at 4.998mg/day) via implant pump. The patient¿s history could not be obtained, but the patient¿s indication for pump use was noted as non-malignant pain, failed back surgery syndrome and bone. It was reported that there was a motor stall that occurred. The patient had not had a recent MRI. The patient had a stall on (B)(6) 2015 and saw the healthcare provider (hcp) on (B)(6) 2015. The hcp programmed a bolus and the pump recovered on (B)(6) 2015. The representative confirmed the stall lasted more than 24 hours. The representative did not believe the patient had an MRI at that time. The patient was being seen on (B)(6) 2015 because another motor stall occurred at 02:00. The managing physician requested that the manufacturer representative see the patient in the hospital and telemetry the pump. The patient heard the pump alarm. No recovery had been noted in the logs yet. The managing physician requested that the emergency room physician to administer a bolus through the pump before calling to see if it would "jumpstart the pump again and get it out of the stall" but there was no change in the motor stall. It was noted th at they ruled out any electromagnetic interference (emi)/magnets for the stall that occurred on (B)(6) 2015. The representative was going to follow up with the hcp to discuss pump replacement and programming options. Additional information received reported that the pump was replaced on (B)(6) 2015 (monday). No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.